Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Device brand name/ product code: not provided/ unknown. Device catalog/ lot number: not provided/ unknown. Initial reporter email address, fax number: not provided/ unknown. PMA/510(k) number: not provided.

Event description:
It was reported that an unknown zimmer screw fractured within an implant. Implant was trephined out and site was bone grafted. Tooth location 19.

Manufacturer narrative:
Additional information received confirmed the implant fracture. As a result, implant was trephine out. Upon reassessment of the reported event, it was determined that this device no longer meets the criteria of a reportable malfunction. The device malfunction is not reportable due to FDA malfunction variance e1998009. Therefore, this event is being reported for the implant fracture under MFR 0002023141-2020-00844. As result, no further medwatch reports will be submitted under this file. Please refer to MFR 0002023141-2020-00844 for additional follow up reports of this event.

Event description:
Additional information received confirmed the implant (tsvwh13) also had fractured. As a result, implant was trephined out.